Event description:
The customer reported unexplained high blood glucose for two days. Troubleshooting was performed. The customer's most recent glucose reading was 351mg/dl, and he has treated with the insulin pump and manual injections. The customer stated that prior calling he ran a fixed prime test and passed, as well as the high pressure test was performed and the test failed. The customer stated that he had a bent cannula and the insulin pump did not alarm no delivery. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.